Event description:
(B)(4). Ive had the inserts since (B)(6) of 2008. The side efects began several years later with weight gain, extreme tiredness, loss of memory, bloating, now I have arthritis in my hands and feet , pain in back and ovaries , painful periods. I eat very healthy and exercise , there is no reason at my age (B)(6) to feel this way! Yes my insurance covered it.